Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was having frequent alarms when the patient was connected to it. The patient replaced the mpu batteries with no resolution of the alarms.

Manufacturer narrative:
G4: PMA number corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H5 - labeled for single use? - correction. H8 - usage of device - correction. Manufacturer's investigation conclusion: the reported event of alarms while a system controller was connected to the mobile power unit (mpu) was not confirmed. No log file was submitted for review and no product was returned for further testing. Provided information indicates the patient replaced the mpu batteries as part of troubleshooting, but the alarms persisted. Multiple attempts were made to obtain additional information from the customer regarding the event (including if there was any interruption in a/c power to the home, if the mpus a/c cord unplugged either purposely or unintentionally, if the mpu had a locking ac power cord, and if the mobile power unit would be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 01may2025. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take when the alarms occur. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.